Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was determined that the loss of connection was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.